Event description:
It was reported that during a supply change the ilet pump repeatedly displayed ¿unable to proceed¿ when attempting to rewind and issued restart alerts despite multiple restarts and cartridge removal, consistent with a failure to infuse and an alarm indicative of a motor stall involving the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and device malfunction consistent with failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.